Manufacturer narrative:
The 25mm amplatzer cribriform occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 8f loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.

Event description:
According to the initial information received, on (B)(6) 2011, a 25mm amplatzer cribriform occluder (aco) was deployed by exposing the left atrial and then the right atrial discs. The device position was interrogated by echocardiography. The patient developed first degree av block with prolonged pr interval followed by wenckebach second degree heart block on deployment of the device, but resolved in less than one minute. A 10mm amplatzer septal occluder (aso) was loaded into the delivery system on the left and advanced to the end of the sheath. Using echocardiographic and fluoroscopic guidance, the device was deployed by exposing the left atrial and then right atrial discs. The device position was interrogated by echocardiography, and then both the devices were released. Catheters and sheaths were removed and hemostasis obtained with local compression. There was good perfusion with normal pulses in both legs. Second degree heart block was again noted and a brief run of junctional tachycardia occurred at a rate of 100. Sinus rhythm recurred and the patient was transferred to the pacu for recovery. Both devices were surgically removed on (B)(6) 2011. Please reference MDR# 2135147-2012-00002 for the 10mm aso.